Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment difficulty.

Event description:
It was reported that procedure was to treat a lesion in the right common femoral artery. The vessel was dilated with an unspecified dilatation catheter. A 7x55 mm introducer sheath was used. The vessel diameter was 6.5 mm. The 6.5 x 30mm supera self-expanding stent system (sess) was advanced in the patient anatomy, however during deployment the supera stent only partially deployed. It was noted that as the sess was being removed the stent pulled back into the sheath. A new supera sess was used to complete the procedure. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.